Event description:
A customer reported a malfunction in their insulin pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions on how to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer, who did not have a backup insulin delivery system, was advised to contact their healthcare provider. The pump was under warranty, and a replacement was sent along with instructions on returning the malfunctioning pump. The customer was also guided on storing and programming the replacement pump and acknowledged all instructions provided by technical support.